Event description:
The device (cev134) was returned to mxi service and repair. It was reported that the, "biopolar forceps no longer function."

Manufacturer narrative:
(B)(6). Evaluation of cev134 indicated that the forceps were carbonized on the black plastic part and the electrode was in short circuit. The combustion of the black plastic is most likely due to the formation of an electric arc because of the presence of humidity, blood, or tissue in the connection zone. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).